Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the helix of the right ventricular lead would not extend or retract after the lead was positioned in the right ventricle. The lead was removed from the patient and attempts to extend and retract the helix were unsuccessful. A different right ventricular lead was implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that the helix of the right ventricular lead would not extend or retract after the lead was positioned in the right ventricle. The lead was removed from the patient and attempts to extend and retract the helix were unsuccessful. A different right ventricular lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.